Manufacturer narrative:
A siemens customer service engineer (sce) was sent to the customer's site for instrument inspection. The cse performed a total service call and found no system issues that may have contributed to the advia centaur xp (B)(6) results. The customer's quality control results were acceptable at the time of the event. Siemens is investigating. The (B)(4) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(4) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers." The instrument is performing within specifications.

Event description:
A (B)(6) result was obtained on a patient sample, and confirmed with advia centaur (B)(4) xp confirmatory testing. The confirmed (B)(6) result was considered discordant compared to a (B)(4) test method. A (B)(6) result was reported to the physician. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed (B)(6) confirmatory result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00046 on 03/10/2017 for a (B)(6) result confirmed with hbsag confirmatory. On 03/10/17 - additional information: the customer has provided additional patients that are considered (B)(6) results confirmed with hbsag xp confirmatory testing. (B)(6). On 03/27/17 - additional information: the sid number for the originally reported patient is (B)(6). On 03/31/2017 - additional information: the patient sample (sid (B)(6)) was received from the customer for further testing by siemens. The sample was run neat and treated with a heterophilic blocking tube (hbt). Reagent lots: 109092 - (B)(6); 109096 (B)(6). Based on the patient sample (sid (B)(6)) that was returned, (B)(6) results were observed on two reagent lots when the sample was run neat, and a (B)(6) result when the sample was treated with hbt, indicating no heterophilic interference. There is no more patient sample available to perform additional investigation testing. Based on the information provided, the cause for the confirmed (B)(6) patient result is unknown, and an unidentified sample related issue cannot be ruled out. No conclusion can be drawn. Siemens is investigating the additional patient sids ((B)(6)) that are considered by the customer as (B)(6) results confirmed with hbsag xp confirmatory testing.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00046 on 03/10/2017 for a (B)(6) advia centaur xp hbsagii result confirmed with (B)(6) confirmatory. MDR 1219913-2017-0046 supplemental report 1 was filed on 04/04/2017 for addtional information. On 05/09/17 - additional information: there are no patient samples available for testing by siemens. Based on the information provided, sample related issues cannot be ruled out. The cause for the (B)(6) results confirmed with hbsag xp confirmatory testing is unknown. No conclusion can be drawn. The (B)(6) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers." The instrument is performing within specifications.